Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the cap of the device was missing. It is unknown if the device was being used during surgery. It is unknown if injury or delay occurred. It is known that medical intervention did not occur. There was no additional information provided.